Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 200 mg/dl. The customer stated that she was nauseous. The customer's glucose reading at time of the call was 298 mg/dl. The customer stated that she was treated with an insulin drip. Troubleshooting was performed. The customer stated that she changed several times the battery and received a battery alarm. Advised the customer that a replacement of the insulin pump would be sent. Instructed the customer to revert to back up. No further info was provided.